Manufacturer narrative:
The device was returned to the manufacturer after being explanted due to normal battery depletion. Preliminary analysis noted that the projected longevity was only 67 percent. Upon further analysis, no anomalies were found with the hybrid circuit. No additional analysis could be performed since the device was misplaced. Should the device become available, further analysis will be attempted. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.